Manufacturer narrative:
Date of event is estimated.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that patient had return of symptom on (B)(6) and the day before that. Patient experienced pain and cramping. Patient had been going to bathroom a lot in the past couple of days. Patient left work yesterday because the pain was so bad. She also checked her implantable neurostimulator (ins) yesterday and therapy was off. She had turned stim back on yesterday. She was feeling stim on the day of this call. Patient stated she last used the remote was back in (B)(6) 2017 at healthcare provider (hcp) office and she did not know how her ins was turned off. She still had cramping on the day of this call. It was indicated that she had to have a couple dental x-rays in (B)(6) 2017. There was no fall or trauma could be related to the issue. She had appointment with hcp (B)(6) 2017. The change in symptom was considered sudden. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.